Manufacturer narrative:
The product has not been for evaluation. Should new relevant info become available a supplement report will be submitted.

Event description:
The insulin gauge on the customer's pump displayed a fill estimate was lower than what was loaded into the cartridge and the value would not change. This issue elevated the customer's blood glucose level (316 mg/dl).